Event description:
The reporter stated that the blue pressure tubing detached from luer lock. They evaluated 2 samples and indicated that the tubing was severed at the female luer lock. One sample was noted during priming and the other was out of the package. No pt injury or treatment was associated with this event.